Event description:
It was reported that the customer was unable to see the screen because of scratches on the insulin pump. The customer stated that he first noticed that he could not see well through the screen a year prior. The customer's blood glucose was 320 mg/dl. The customer also stated that there was moisture under the screen of the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with severely scratched display window, cracked case at display window corner and reservoir tube lip.